Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a piece that broke off. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The prograsp forceps instrument was analyzed and found to have a missing grip pin. The missing pin was not returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.